Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. It was further reported that the ¿hose has a slit in it and tape around the slit¿. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor device had a tear (excluding rupture) in the hose approximately 3 1/2 feet from the swivel area. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the hose being caught on either a sharp surface or an object tearing it which is component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified spine case, it was observed that the hose on the motor device ripped open. There was no delay to the surgical procedure and an identical spare device was available for use to complete the surgery was successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.